Manufacturer narrative:
H10. During investigation, it was found that outer box was missing small label stickers that contain serial number information of both devices included in the box. As a result, these units received from supplier were not accepted at incoming inspection to add into inventory. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the serial number of the english label on the outer box is inconsistent with the inner package. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.